Manufacturer narrative:
Product complaint # (B)(4). Additional information: d4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01) gtin is not available. Additional information provided: monocryl plus ud 18in usp3-0 (mcp293h): affected side: not applicable ## reason why the product is not available: implanted dermabond 2 (ahv1215): affected side: not applicable ## reason why the product is not available: implanted list any j&j products that were used during the case but did not contribute to the reported event. ## *** have patients or users been harmed? ## no *** was there a significant delay? ## no *** if available, provide the product order number (po). ## surgery took place on (B)(6), 2026, *** would you like a return label at the end of this process? ## no *** she needs the ingredients for the following two products mcp293h and ahv12. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. You will find my answers to the questions below. I have also attached a "chronology"." I have been struggling with this for weeks now; while the cortisone ointment prescribed a week ago is helping, the situation is far from resolved. I would be very grateful if you could let me know whether such severe allergic reactions occur frequently with your products and what the underlying cause is. I would very much like to avoid experiencing something like this again in the future! I am already dealing with enough complications from the surgery, so a reaction to the sutures is certainly the last thing I need. ¿ what is the procedure name? Laparoscopy ¿ what is the procedure date (dd/mm/yyyy)? (B)(6) 2026 ¿ what date did the reaction occur on (dd/mm/yyyy)? 26.05.2026. ¿ what does the reaction look like and how large of an area does the reaction cover? At first, there were blisters with fluid in a few spots. Day by day, it became more widespread. After about a week, an area of 20 x 15 cm was covered with a severely itchy rash and blisters. ¿ do you have any pictures of the reaction? Yes.! ¿ was there any medical or surgical intervention performed (product removed; re-operation; re-suturing; re-closure; drainage)? If so, please specify. No, nothing! ¿ was a prescription for steroids or antibiotics issued for the patient's recovery? If yes, please provide medication name, route and dose. No, nothing! ¿ can you identify the lot number of the products involved? ¿ what is the most current patient status? The rash is still there. Since (B)(6), 2026, I've been treated with cortisone cream. There¿s some improvement, but it¿s still far from good, and the rash still itches. Wearing clothes on the sore spots is barely bearable. On (B)(6), 2026, I have another appointment with my dermatologist for a check-up and to discuss whether the treatment needs to be adjusted. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown laparoscopy procedure on (B)(6) 2026 and topical skin adhesive was used. She reported about a severe contact reaction, after surgery. At first, there were blisters with fluid in a few spots. Day by day, it became more widespread. After about a week, an area of 20 x 15 cm was covered with a severely itchy rash and blisters. Treated with prescription cortisone cream. The rash is still there. Since (B)(6) 2026, I've been treated with cortisone cream. There¿s some improvement, but it¿s still far from good, and the rash still itches. Wearing clothes on the sore spots is barely bearable. Additional information has been requested.